Event description:
On 23/jan/2024, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequency not provided), however on 23/jan/2024 the patient¿s peritoneal effluent culture result returned positive for growth (organism not provided). Upon receipt of the positive culture, the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). Additionally, the patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and transitioned to hd permanently. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s re-use of a single-use liberty cycler set while on vacation, after running out of supplies. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.